Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient's refill appointment, an alleged pocket fill occurred. The patient showed signs of an overdose and loss consciousness. The patient was administered oxygen and narcan, which she became responsive. Subsequently, the patient was admitted in the hospital for 2 days for observation and discharged. The patient is now doing fine.